Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the bottom area of the cassette door of the cycler during drain 3 of 4 and also at the end of the pd treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to disregard the use of the cycler until the next day and follow up with the patient's on-call pdrn. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed the reported event, and that fluid was found underneath the cycler as well. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (type unknown, dose unknown, oral, three days). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler has not been used since the event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 health impact code plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.